Event description:
It was reported that during a laparoscopic gastric bypass, after the fourth or fifth successful firings the device would not open from the tissue. Great effort was required to remove the device from the tissue. The device is still unable to be opened. Another device was used to complete the procedure. The procedure was prolonged for approximately twenty minutes.

Manufacturer narrative:
(B) (4). (B) (4). Jammed clip. The analysis found that one ec45 device was returned in good visual condition and with a cartridge reload. The cartridge reload was received void of staples. Upon further inspection of the device, a clip was found lodged behind the knife preventing it to return completely. One possible cause for this type of damage is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Metal objects should be avoided as they can cause mechanical failures. Proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The clamping mechanism was noted to be damaged. No functional test could be performed due to the condition of the returned device. A batch record review was performed and no anomalies were found during the manufacturing process.